Event description:
The customer reported a leaking set. The leak was identified at the middle y-site. The y-site appeared to be crushed after a visual examination at the facility. The reported condition occurred during set-up/priming. No patient injury or medical intervention occurred. No further information is available.

Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. Visual inspection was performed. The reported problem was confirmed. Deformed y-site was observed on the side of the pouch. To prevent reoccurrence, we have extended the guide support bars to prevent set from moving out of the position. A batch review was performed on the reported lot and no deviations were found.